Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent an initial total hip arthroplasty on (B)(6) 2015. Review of radiographs revealed the modular head dislocated from the acetabular cup. Subsequently, patient underwent a close reduction procedure on (B)(6) 2015. During the procedure, the hip could not be relocated. Patient was revised on (B)(6) 2015. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-03051).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The complaint could not be confirmed. The returned parts showed a few slight scratches on the surface that were possibly caused during handling of the part during installation or removal.